Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because it had migrated. A new ipp pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after additional information is received or after the product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided in:this report is a duplicate event and is reported under 2183959-2018-62378 and the analysis will be submitted after completion under 2183959-2018-62378.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because it had migrated. A new ipp pump was implanted. It was further reported that prior to migration the pump was located in the dependent scrotum. The pump then migrated to the upper scrotum. There were no presenting symptoms reported. The patient was healthy following the revision surgery. Product was explanted and expected to be returned. A supplemental report will be filed after additional information is received or after the product has been returned and product analysis has been completed. This report is a duplicate event and is reported under 2183959-2018-62378 and the analysis will be submitted after completion under 2183959-2018-62378.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because it had migrated. A new ipp pump was implanted. It was further reported that prior to migration the pump was located in the dependent scrotum. The pump then migrated to the upper scrotum. There were no presenting symptoms reported. The patient was healthy following the revision surgery. Product was explanted and expected to be returned.  A supplemental report will be filed after additional information is received or after the product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided.